Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. As received, the monitor failed incoming functional testing. The cause for the failure was isolated to a defective (B)(4) inverting charge pump on the computer/analog pca. The root cause for the defective (B)(4) component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the (B)(4) inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.